Manufacturer narrative:
Additional information received from the local field representative indicated that a lead revision procedure was performed. Once the pocket was opened, visual inspection of the implantable products found evidence this patient had twiddler's syndrome. The lead was tested with the pacing system analyzer (psa) and the measurements remained outside of the expected range and noise was still present. The rv lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,000 ohms. The lead safety switch (lss) on the pacemaker had also been triggered. There were also some stored episodes indicating noise and oversensing. There was no impact to pacing therapy. No adverse patient effects were reported.